Manufacturer narrative:
The device sample was not returned for eval at the time of this report.

Event description:
The event is reported as: the customer alleges that there is a hole in the catheter. The alleged defect was detected during a nerve block procedure. The pt's condition is reported as fine.